Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation and a loss of therapeutic effect. Specifically, the shocking occurred when the stimulation was increased which occurred. She visited the physician and when he was testing the stimulation, she was shocked several times which took her a half a day to recover from. The loss of effect was described as getting up six times at night to go to the bathroom where as she would go 2 to 3 times before. It was noted that the pt did have tens procedures over her knee and lower back areas. The device was turned off and the pt was unable to use. F/u info received indicated that the pt met with her physician at which time he reprogrammed the neurostimulator to a more comfortable setting. It was reported that the pt was doing well.